Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend associated with this complaint and completed its investigation. Failure analysis (fa) did not replicate nor confirm the reported issue. The instrument passed in house testing as the instrument moved intuitively in all directions, the jaws opened/closed properly and the instrument passed cut/energy delivery tests without issue. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity tests passed and no grip misalignment was observed. The instrument also passed grip force test with passing values. Fa was unable to confirm the reported issue as there was not trouble found. Additionally, the instrument was found to have mechanical damage on the grip tips and as there were scratch marks observed. Fa attributed the issue to mishandling. A log review was completed and found that the vessel sealer extend related to this complaint was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend is a single-use instrument. The vessel sealer extend is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. This complaint is being assessed as a reportable complaint because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted low anterior resection procedure the vessel sealer extend instrument was not sealing properly. The site completed the procedure and there was no report of patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.